Manufacturer narrative:
Qn#(B)(4). The batch card{s) for the complaint lot(s) was reviewed and all passed qa inspection. 1 actual complaint sample was returned for investigation. Visual inspection showed the funnel was snapped from the shaft. Based on the complaint description, it was reported that the foley catheter was found broken at the y junction which may suggest that the catheter was broke at the funnel. It is also mentioned by the complainant that the patient stands up and walked for a few small steps from the wheelchair. Close review of the funnel section revealed a remnant of shaft with approximately 15mm long still intact inside the funnel lumens. Such phenomena are likely to indicates rough or extreme force applied to the catheter which had caused shaft to snap. Such extreme tensile strength may exceed the standard requirement of the catheter strength which rendered the catheter to be detached or broke. Nevertheless, as part of our initiative, positive released test was implemented at injection molding process. Maximum of 8 pieces of catheter from each batch were tested using weight load test during start and stop of injection molding process whereby 0.75kg (for catheter size ch6 ch10) and l kg load (for size 12ch and above) tested as per din en1616:1999 standard. This is to test the bonding strength between the funnel and tube. Batches that pass this test are subjected for release. Based on the evidence found in the investigation, the snapped catheter has likely been subjected to excessive force which caused product dysfunctional. Therefore, this complaint could not be confirmed.

Event description:
It was reported that the patient had the urinary catheter changed on (B)(6) 2020 with a silicone urinary catheter. On (B)(6) 2023 the patient was transferred by wheelchair to the physiotherapy department for exercise with the urinary bag hanging at the side of the wheelchair. When the patient started to stand up and walked for a few small steps from the wheelchair, the foley catheter was found broken at the y junction. Mild tension was noticed by the physiotherapist. The patient was transferred back to the ward. The foley catheter was removed. When checking the integrity of a new silicone catheter by slightly pulling, the catheter was also broken at the y junction. There was no patient injury.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the patient had the urinary catheter changed on (B)(6) 2018 with a silicone urinary catheter. On (B)(6) 2018 the patient was transferred by wheelchair to the physiotherapy department for exercise with the urinary bag hanging at the side of the wheelchair. When the patient started to stand up and walked for a few small steps from the wheelchair, the foley catheter was found broken at the y junction. Mild tension was noticed by the physiotherapist. The patient was transferred back to the ward. The foley catheter was removed. When checking the integrity of a new silicone catheter by slightly pulling, the catheter was also broken at the y junction. There was no patient injury.